Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump alarmed "no disposable, clamp tubing" during infusion of remodulin. No adverse patient effects were reported.